Event description:
Patient was revised to address infection.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This medwatch was created in error. Please disregard MFR #1818910-2014-26359.

Manufacturer narrative:
Correction: implant date (B)(6) 2013.